Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to an intermittent solder connection on the positive terminal of the speaker coil. A replacement device was provided to the customer.

Event description:
It was reported that the device had no audio output. There was no report of patient use associated with the reported failure.